Event description:
Biomed reported that fluid was noted on the floor and unk model primary IV set leaked saline from just below the upper fitment. No pt harm or medical intervention reported and no further details about pt or event are available. Set was saved and was requested for evaluation but has not yet been received. F/u report will be filed if set is received in the future.

Manufacturer narrative:
This report was filed by the MFR.